Manufacturer narrative:
The national repair center (nrc) received the power management board (pmb) from the supplier. The supplier verified the failure and replaced q27 and q50 and installed (B)(6). The pmb passed testing. Inspection of the pmb was completed per procedure with no visual damage observed, and upon inspection of the pmb per procedure the installation of the required rework was verified. The nrc installed the pmb into the cardiosave test fixture and tested the pmb to factory specifications per procedure and the cardiosave service manual. The pmb passed testing and was packaged and labeled and sent to stock per procedure. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the power management pcb, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) batteries would not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of raw/starting materials (4105/102): the suspected faulty power management board was returned to getinge's national repair center (nrc) for further investigation. A getinge technician inspected the power management board per procedure and observed visual damage to component q27 which was shorted. Due to the shorting of q27, the power management board could not be installed in the cardiosave test fixture for testing. The technician noted that in the past, when q27 shorts, the batteries will not charge. Per procedure, the power management board is being sent to the supplier. A supplemental report will be submitted when additional information is provided.